Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned inside a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -4.00/5.0/159 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. The reporter stated " the doctor solves the surgery without putting a new icl lens." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.